Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high capture thresholds and a drop in pacing impedance measurements from 550 to 360 ohms. A lead revision was attempted, but once the helix was retracted, it would not extend again to an acceptable liking. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegations were confirmed as the lead did not pass the helix mechanism test due to the helix housing being clogged with dried blood, body fluid and tissue.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high capture thresholds and a drop in pacing impedance measurements from 550 to 360 ohms. A lead revision was attempted, but once the helix was retracted, it would not extend again to an acceptable liking. No additional adverse patient effects were reported.